Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the stimulation was unexpectedly off. The patient stated that ¿for months,¿ the device had not been working for symptom control so they have been having disposable underwear delivered to them. The patient stated that they had finally gone to the health care professional (hcp) office and the hcp found that the device had ¿shut itself off.¿ the patient stated that the hcp office then turned the device back on to 4.0v and they thought they were going to ¿jump out of the room,¿ so they had decreased the stimulation to 2.6v. The patient stated that since then they were used to this setting now and they would like to increase stimulation but when they attempted to connect all they saw was the sync screen. It was noted that the circumstances that led to the reported issue were unknown. While on the call, patient services reviewed proper placement of the antenna and the caller connected to their therapy with no issues. The stimulation was on but no therapy changes had been made on the call. The troubleshooting steps that were taken on the call resolved the issue. It was noted that the patient¿s relevant medical history included a right shoulder replacement surgery (which was not alleged to be related to the device/therapy) .no further complications were reported at this time.